Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, heart block and their pulse was approximately thirty beats per minute. It was also reported that the right ventricular (rv) lead exhibited rising and high thresholds with pacing failure. The rv lead also dislodged and it was noted that there was insufficient fixation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.